Event description:
It was reported that the pump housing and usb port were damaged, making it difficult for the customer to charge the pump without holding the usb cable in a particular position. There was no adverse impact reported on the customer¿s blood glucose level as this information was unavailable. The customer support team decided to replace the pump, confirmed the customer's shipping details, and provided instructions for returning the damaged pump. The customer chose not to disclose the type of backup therapy they would use to ensure continued insulin delivery.